Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost the charger and experienced significant weight loss causing patient inability to charge the ipg. As a result, the ipg became inoperable. Surgical intervention may be pending to address the issue.

Event description:
Additional information reported the patient underwent surgical intervention on 05dec2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.